Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Review of transmissions revealed that the implantable cardioverter defibrillator (ICD) was in backup vvi mode. The patient condition is unknown..

Manufacturer narrative:
Additional information e1, e2, e3 additional information b5 additional information h6 - health effect impact code - unexpected medical intervention additional information h6 - medical device problem code - failure to deliver shock.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was in backup vvi mode which resulted in inhibition of high voltage therapy. Programming changes were made to resolve the issue. There were no adverse consequences to the patient.